Manufacturer narrative:
A ge service representative performed an on site investigation. The ps3 power supply was adjusted and the external interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system would not transfer images to pacs. No patient injury was reported.